Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29jul2020.

Event description:
The customer reported that the unit failed with exhalation motor error. The biomedical engineer reported that issue was found during extended self test (est). The customer contacted product support and reported that he replaced the exhalation valve and still has the same issue. The product support advised customer that per service manual replaced exhalation motor controller provided part ID. The customer reported that the unit was not in use on a patient. The biomedical engineer replaced the motor controller board to address the reported problem.